Manufacturer narrative:
The customer was not required to return any materials for investigation. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient tested with coaguchek xs meter serial number (B)(4). The specific date of the event was asked for, but not provided. The customer stated that the patient's inr values have been consistent until the last couple of months, with the patient's values being above her therapeutic range. On an unknown date, the patient tested a sample on the meter and the result was 2.5 inr. At an unknown time, a sample from the patient was tested in the laboratory using an unknown method, resulting as 1.9 inr. Prior to these result measurements, the patient did not take her warfarin due to an upcoming operation. On (B)(6) 2018, a sample from the patient was tested on the meter, resulting as 6.1 inr. A second sample was then tested on the meter at an unknown time, resulting as 5.9 inr. A venous sample collected from the patient at the same time af meter testing was tested in the laboratory using the acl top 550 analyzer with recombiplastin 2g reagent, resulting as 3.9 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2 - 3 inr.